Manufacturer narrative:
The insulin pump was received with no down arrow button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the buttons on the insulin pump have an intermittent response. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.